Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 155. The customer received e70 alarm . Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit passed displacement test, rewind, and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery. Unable to confirm e70 alarm due to several a47 alarms noted in alarm history screen. A47 alarm noted due to corrupted history file. Motor was tested outside the device and passed. Unit received with cracked case on display window corners, minor scratched lcd window cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.